Event description:
Treatment of an avm. It was reported after a 5 minute interruption during onyx delivery; it was difficult to continue with onyx injection. When the catheter was withdrawn from the patient, a hole was observed at 6mm proximal to the catheter tip. No patient injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 7mm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over pressurization as a result of an occlusion within the catheter, resulting in pressures exceeding the limits of the catheter. Result: catheter rupture.